Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device, once powered on, alarms. Per reporter, the event occurred during preventive maintenance. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was able to duplicate the customer reported issue. The investigation determined that the cause of the issue is an inoperable printed wire assembly (pwa) board. The pwa was replaced.